Event description:
Procedure type: colorectal. According to the reporter: the incident happened during a laparoscopic colorectal case in emergency theatres. The surgeon inserted a second 5mm laparoscopic port and upon withdrawal of the port from the pt's abdomen, it was noticed that the blue tip of the introducer was broken. The surgeon then searched thoroughly for the missing part of the introducer, but was unable to locate. A mini laparotomy was then decided and after a few minutes of searching, the tip was found. The surgeon and the scrub nurse both physically examined the equipment to ensure nothing was left inside the pt's abdomen. The surgeon was satisfied that nothing had been left inside the pt's abdomen and no further action was taken intraoperatively. There was no unanticipated tissue loss as a result of this problem. The subject device will be returned for investigation.

Manufacturer narrative:
(B)(4).